Event description:
The reporter states that the customer obtained a 464mg/dl and 121mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states the customer obtained an additional comparison with blood glucose results 81mg/dl and 195mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No reported symptoms. No action was taken based on the readings. No adverse event reported. New system sent and return requested.